Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A f/u report will be submitted if the meter is returned.

Event description:
Customer reported receiving an imprecise reading on her precision xtra blood glucose meter. The meter reading obtained was 138 mg/dl and compared to the lab result of 60 mg/dl. When plotting the readings on a parkes error grid, the meter result fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death or permanent impairment associated with this event, however according to the customer, she was diagnosed with "severe hyperglycemia" which is not consistent with the lab result of 60 mg/dl and to the reported symptoms: "trembling, sweaty". To counteract the event the customer reported having "peanut butter, cracker and candy".